Event description:
Customer was in the hosp for unrelated problem. Customer took blood glucose reading and received a result of 225mg/dl. Health care professional conducted blood glucose test 30 minutes later and obtained a reading of 110mg/dl. Customer was out of it. Hosp did a blood glucose reading on their meter and received a reading of 20mg/dl. Customer was given glucose and an IV along with orange juice. No controls were being used on the device. A request was made for the return of the suspect device and replacement product was sent.